Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc). Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting and found the cuvette film too high for both left and right film guides. The cse performed services that included readjustment of the film, cleaning the cuvette windows, replacing and aligning the reagent arm (r2) idler gear, and replacing the flex loader tubular solenoid due to intermittent loading errors. The dimension exl with lm instrument was verified by running a system check, quality control (qc). The customer observed no issue with qc or assay and noted no outliers. Siemens reviewed the information provided, and the replacement of the r2 idler gear and probe alignment performed by the cse are no contributing factors to the event. Siemens reviewed the cses observations regarding the cuvette film being too high for both left and right film and also noted the customer allowed the system to run out of film on (B)(6) 2022. Therefore, the issue was likely induced by user error by not responding to the low film count warning and allowing the system to run out of film requiring manual reloading of a new film canister. The customer has not reported a recurrence post-service visit and adjustment of the cuvette film height. Siemens reviewed the information provided and identified no reagent lot or method issue. The potential cause of a falsely depressed total bilirubin (tbi) result is incorrect film height. The instrument is operating as specified and required. No further evaluation was required.

Event description:
The customer obtained a discordant falsely depressed total bilirubin (tbi) result on a dimension exl with lm instrument and did not report the result to the physician(s). The customer used the same sample to perform repeat testing on the same instrument and sent an aliquot of the patient sample to an alternate facility for testing. The repeat results were higher, and the customer noted the result obtained at the alternate facility was correct and reported it to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tbi result.